Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) sent the interrogator at the facility was not working. Then, the device was checked and it was noted that the patient experienced af, then accelerated into wide complex ventricular tachycardia, and the s-ICD treated and converted the rhythm. At this time, this s-ICD system remains in use and no additional adverse patient effects were reported.